Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during a device check, intermittent interrogation was observed. The device was interrogated and interrogated properly but when an atrial capture was performed it would get "stuck" and not perform. The interrogation was restarted and it continued to be "stuck". It was suspected to be rf overload. The data was cleared again and the programmer was not turned off. This fixed the situation. The device could interrogate completely. All test results normal. Patient condition is stable.